Manufacturer narrative:
Combination product: yes. The complaint instruments were not returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, videos taken from the angiographic material were reviewed. The videos provided show the two migrated stents in the proximal lad. However, the actual complaint events (incl. Balloon deflation, pullback etc.) Are not visible. Review of the angiographic material did therefore not lead to any further information regarding the nature of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Please note that the IFU advises the user to slightly advance and retract the delivery system carefully if the deflated balloon cannot be easily withdrawn from the wallapposed stent.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. A critical lesion with 90 percent stenosis degree in the middle third of the moderately tortuous lad was pre-dilated with a 2.0 x 15 balloon. The first 2.25/26 orsiro stent (reported separately) was implanted at 10 atm. At the time of balloon retraction after deflation, the stent did not detach and was pulled into the initial third of the lad. The second orsiro stent was positioned at the lesion site, but the same occurred, and the second stent was pulled to the distal edge of the first stent. The intervention was completed with balloon dilatation at low pressure, leaving no residual lesion.